Event description:
As reported to customer relations via phone conversation "went to retrieve the ivc filter and the secondary leg had become detached from the filter. It appeared to be endothelialized into the vena cava wall. The filter was not removed for fear the secondary strut may be liberated." Note: the physician will be ordering a CT scan. Additional information received 06-dec-2021: the detached secondary leg of the filter was discovered prior to trying to retrieve it.